Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer stated that they had crack on the casing and 2 plastic pieces was broken off in the reservoir compartment. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.